Event description:
Report received stating "after 7 days of use the infusior stopped with ca. 20ml left. The dr decided to leave it on the pt for 2 days more but it didn't work." There was no pt of pt injury or medical intervention beging required device contained 2225mg of 5fu and normal saline for a total fill volume of 92ml.